Manufacturer narrative:
Device returned to america for evaluation 01/07/2014. Set screws and rods returned. Examination of the mating surfaces on the rods and set screws showed deformation consistent with tightening of the screws. One of the rods showed the set screw was set to the very end of the rod. Unable to determine whether this would have caused loosening of the assembly.

Event description:
Dr. Reported that pt complained that the product was loose and/or shifting. Dr. Performed a revision surgery on (B)(6) 2013. Pt reports no further discomfort.